Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). The patient fully recovered and was discharged. Four days post index procedure, the patient died.